Event description:
Patient contacted dexcom technical support (ts) on (B)(6) 2015 to report a skin irritation that occurred on (B)(6) 2015. The patient stated that she developed a lump that grew in size, at the site of sensor insertion. On (B)(6) 2015, the patient had the affected area checked by her physician and was prescribed antibiotics. On (B)(6) 2015, the patient confirmed with dexcom ts that the lump had not grown any larger but was advised by her doctor to continue observing the lump for any change. At the time of contact, the patient was in good condition. No injury or additional medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no reported device malfunction. However, it should be noted that the dexcom user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).